Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had two ins devices re-implanted (date appears to be (B)(6) 2009) and the leads placed in the foot again. They were then implanted "in her thigh on her left leg". The patient had weight loss and since then the devices were 2.5cm apart. X-rays revealed the leads moved "from her foot to her calf". The patient had over sixty procedures in the past due to medical problems and she did not want any more revisions. The patient was going to talk to her doctor about getting the leads set. The patient saw the "antenna too hot" screen while charging; she was able to charge for longer periods of time with skin on skin contact. During the recharge sessions, the patient was attempting to recharge both devices at the same time; the recharging issue resolved when the devices were charged separately and the patient was able to recharge successfully. The hcp indicated that the patient was doing fine following revision. Refer to manufacturer report # 3004209178201007478, 3004209178201007479, and 3004209178201001964.